Manufacturer narrative:
Device evaluated by MFR.: the guidewire returned together with its original opened pouch. The returned guidewire had the body kinked approximately at 273.5 cm from the proximal end. The distal tip polymer jacket was damaged approximately at 298.5 cm from the proximal end; the jacket was separated and accordioned. A section of the distal end was detached and it was not returned. The distal tip was bent. No more visual damages were found in the device. Detailed pictures of the damaged area were captured. The outer diameter and proximal of the device were within specification; however, the overall length and the diatal tip of the device could not be performed due to device condition (polymer jacket damaged).

Event description:
It was reported that wire coating was peeling. The target lesion was located in the right popliteal artery. A 300cm straight tip v-14 control wire was used with a 2x20mm non-bsc balloon catheter to perform pre-dilaion. However, during readvancing the wire with a 0.9 laser catheter and a 2.5x20mm non-bsc balloon catheter, the wire came back. The balloon was replaced with a 014 support catheter and still could not advance. The guidewire was removed and found the tip was sheared. No patient complications were reported and the patient was doing well.

Event description:
It was reported that wire coating was peeled. Vascular access was obtained via the right popliteal artery. The occluded target lesion was located in the posterior tibial artery. A 300cm straight tip v-14 control wire was placed, followed by a 2x20mm non-bsc balloon catheter for pre-dilatation. A 0.9 laser catheter was used and a 2.5x20mm non-bsc balloon catheter was advanced but the wire came back. The balloon was replaced with a 014 support catheter and still could not advance. The guidewire was removed and it was noticed that the coating of the tip was sheared. No detach components were left inside the patient and the wire was replaced with a non-bsc wire. No patient complications were reported and the patient was doing well.